Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved parts replacement which resolved the issue. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result while using the architect i2000sr analyzer. The customer provided the following data: (B)(6). On (B)(6) 2017: 5704.29 miu/ml (positive). On (B)(6) 2017: the patient went for a medical evaluation and the physical exam did not indicate pregnancy. The original specimen was retested twice and generated negative results, <1.2 miu/ml and <1.2 miu/ ml. There was no adverse impact to patient management reported.